Event description:
Fractured v lead automatic implanted cardiac defibrillator. Capped and left in pt.

Event description:
Add'l info rec'd from MFR 09/21/01: the model number of the device listed in the voluntary report is 6945. Medtronic received no previous info on this event, so no add'l info is available. The device has not been returned for evaluation. Without the return and evaluation of the device, MFR is unable to ascertain any causal relationship. Total implant duration for the device was approximately 27 months.